Manufacturer narrative:
At this time, the device remains implanted and inservice. If new information is received, the event will be futher updated.

Event description:
Boston scientific crm received information that this device was explanted approximately two months post implant, due to infection. The patient was treated pharmacologically prior to re-implanting the same device. The patient is currently reported in good health with no adverse effects.